Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station update was frozen at 7 percentage. A field service engineer (fse) reimaged the device and installed the latest biometric identifier (bio ID) application. The tray cable for drawer 3.1 was disconnected and reconnected, and the network interface card (nic) adapters were reconfigured to restore normal operation and verified functionality. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station displayed a blue update screen indicating ¿stage 1 of 7 ¿ 7% complete, please keep your device on¿ but the progress remained stuck at 7 percentage despite multiple reboot attempts. The customer stated that this malfunction caused a delay when the user was trying to issue medication to the patient, but the user managed to retrieve the medication from another stations. However, there were no adverse events or injuries reported based on this event.